Event description:
A bipap a30 device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative error code was found in the device's error log. The device's pca board was replaced to resolve the issue. The device was serviced, inspected, tested, and met the acceptance criteria in accordance with all the applicable customer requirements.